Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) with stone extraction procedure, a balloon hold and leak were noted. The extractor xl 15mm retrieval balloon was advanced to the lesion. At an unspecified time during the procedure, the physician noted that the balloon contained a "little hole" from a point at the outer sheath to the balloon leaked. The device was removed and another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's is reported as 'stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.